Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. This report is filed june 15, 2015.

Event description:
Per the clinic the patient experienced poor performance with device use resulting in a loss of clinical benefit. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4), 2014.